Event description:
It was reported that a customer had passed away on (B)(6) 2026. Reportedly, the customer experienced hyperglycemia prior to the death. No additional information was provided. A review of pump data will be performed, and the results will be submitted in a supplemental report.